Event description:
Customer reported via phone call that she was experiencing high blood glucose and it had gone up to about 500 mg/dl. Current blood glucose value is 489 mg/dl which she treated with manual injection. The customer stated that the drive support cap on the insulin pump is recessed. Customer stated that she has done troubleshooting for no delivery alarms in the past and what resolved it was using the plunger and manually prime. The customer was not receiving no delivery alarms anymore but her blood glucose level was rising. The customer did not feel comfortable using the insulin pump and requested it to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.